Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. An opaque piece of material was noted to be exiting the sheath tip. Further investigation determined the material was a portion of the jacket liner from the interior of the sheath.

Event description:
During an atrial fibrillation procedure, when withdrawing the introducer a material located inside the sheath detached. Despite the issue, the procedure was still completed and there were no adverse consequences to the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation procedure, when withdrawing the introducer a material located inside the sheath detached. There were no adverse consequences to the patient.